Event description:
It was reported that pump experienced malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through resetting pump, confirmed malfunction did not recur, and was advised to continue using pump and call back if any malfunction code appeared again, which customer acknowledged and understood.